Event description:
The hospital reported that during a coronary artery bypass procedure, the coord inside the acrobat-I stabilizer snapped so it could no longer become rigid. An acrobat suv vacuum stabilizer system, st was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs fo clinical usage and evidence of blood. A visual inspection did not identify any non-conformities. A functional test was performed to determine if the arm could be stabilized. The knob turned both ways and did not stabilized the arm. The knob was opened to verify for mechanical failures; after reviewing the complaint piece it was apparent that the threads inside the acme nut were damaged causing the slip clutch to engage too early, not allowing the device to tighten. While we were unable to conclusively determine the root cause, each acrobat-I stabilizer undergoes a full tightening/loosening inspection prior distribution. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).